Manufacturer narrative:
Additional information received reported that the stent graft had migrated to far distally into the aneurysm sac to use a cuff. There was no aneurysm enlargement reported. Device evaluation summary: the devices were returned relatively intact, with the exception of the suprarenal stents which had been transected proximally, and several burn holes which were noted on the contra limb and extension; all likely to have occurred during the explant. No stent fractures, fabric tears, or significant suture cuts were observed on any of the returned devices. A 10mm diameter iliac stent was found positioned inside the distal end of the contra limb extension. From the examination of the returned devices and limited clinic information returned, the exact cause of the reported loss of proximal seal leading to the stent graft migration could not be determined. Patient anatomy and films were not available for review, and the in-vivo configuration of the stent graft during the 82-month implant duration could not be assessed. It is possible that disease progression (aortic neck dilatation) may have led to the loss of proximal seal and eventual stent graft migration. The reason for implanting the bare metal stent could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately 6 years 10 months post implant, a follow up CT identified the bifurcate had migrated distally with loss of seal seen proximally. There was no type ia endoleak noted. It was noted the patient was asymptomatic. The following day, the physician performed an open repair and the device was explanted. Per the physician, the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.